Manufacturer narrative:
Unknown pieces were received on (B)(6) 2016 and was confirmed to be part number 352.155 on (B)(6 ) 2016. The returned reamer head (352.155) is broken with only 1 fragment returned. The reamer head is still attached to the reaming rod. A DHR review part# 352.155 was not able to be conducted because the lot numbers was unavailable. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. The following drawings were reviewed during investigation. 2.5mm reaming rod/ball tip - (B)(4) rev j (current and manufactured) flexible shaft - (B)(4) rev a/b synream medullary head reamer - (B)(4) rev a/b device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an initial minimally invasive hip arthroplasty surgery took place on (B)(6) 2016. The surgeon was implanting a non-synthes device. A synthes flexible reamer was used to ream the patient's femoral shaft. During the procedure, the reamer shaft was welded to the reaming rod; there were no broken pieces to either device. Also, the reaming head was stuck to the end of the reaming shaft; the head broke into several pieces. The surgeon was able to retrieve all the pieces of the head, with no pieces going into the patient. The procedure was completed successfully with no patient harm. There was no known surgical delay. No other medical intervention was needed. This is report 1 of 2 for (B)(4).